Event description:
According to the reporter: the device was fired by the surgeon, but when the tissue was cut no staples had been placed on the site. The bowel was hand sewn resulting in delay of 25 minutes. Amount of blood lost was not reported. The stapler fired later on when it was tried on the table within the or.